Event description:
It was reported that through merlin.net transmission, inappropriate auto mode switching due to far-r oversensing was observed. The programming changes will be made during patient¿s next in-clinic visit.